Manufacturer narrative:
The ge representative performed an on site investigation. The circuit boards were reseated. The connections on the collimator power supply were reseated. The system was then found to be operating as intended.

Event description:
The customer reported the film is not loading for fluoroscopy xray. No report of pt injury.